Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Initial reporter name and address: telephone number: (B)(6). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable and was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hospital requested a repair to the dermatome. The issue was discovered outside the surgical environment. No harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.